Event description:
It was reported to the manufacturer, by the end user, per the end user, that patient fell out of the bed and went to the hospital and wasn't back from the hospital as of us being on the phone. Patient hit head and had lesions. (B)(6) was entered into our system to have the mattress and control unit returned for investigation. As of this writing, the units have not been returned.